Event description:
Report received of a complete tubing separation. It was reported that an adult patient was having an interventional radiology study. The patient had an IV of unspecified hydration solution infusion. The radiology technician called for a nurse to check the IV because the bed linens were wet. Upon further investigation, it was noted that the tubing completely separated at the distal filter site "as if there was insufficient glue". There was no reported bleed back. The tubing set was changed and the infusion resumed with no further problems. There were no reported adverse patient effects. Additional information was requested, but no further information was provided.